Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left deflation. Healthcare professional reported left side deflation. Device has been explanted

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease flat, an opening on anterior, and yellow particles in fill channel. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge and a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. Observed yellow particles in valve, however, it is not considered as a workmanship due to the device was not received in the original sealed packaging.

Event description:
Additionally, "particles in valve" was reported.